Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, the physician was stenting the calcified lesion in the mid left circumflex (lcx) artery with the xience 2.5x23 mm and there was a dissection at the proximal edge of xience v during implantation. A xience v 2.5x12 mm was used to treat the proximal edge dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.